Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary:the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient expired.

Manufacturer narrative:
Product event summary: the controller was returned for investigation. The hvad pump was not returned for evaluation. No device malfunction was reported against the devices; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Failure analysis revealed that the returned controller passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed 1 controller power up and motor start on july 28, 2018 and 2 controller power ups where there was no motor connected to the controller on august 9, 2018 and august 13, 2018. The controller was without power for 00:00:32 hours, 00:37:09 hours, and 05:20:43 hours respectively. Log files also revealed a vad disconnect alarm logged on august 09, 2018, eight seconds after the second controller power up, indicating a physical disconnection of the driveline from the controller. Additionally, two (2) low flow alarms were logged on august 09, 2018. Based on the risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad disconnect alarm observed in the log files may be attributed to a physical disconnection of the driveline from the controller. Internal investigation was initiated to capture events involving the controller losing power. Other devices involved in this event: brand name: heartware ventricular assist system - controller 2.0 controller / con307817 /model #: 1420 / expiration date: 2018-07-31 UDI #: (B)(4) device available for evaluation: yes, return date: 2018-05-01 device evaluated by MFR: yes mfg date: 2017-07-31 labeled for single use: no patient code(s): c76143 device code(s): c63025, c62968 FDA method code(s): 10, 4112 FDA results code(s): 180 FDA conclusion code(s): 12, 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the controller was returned to the manufacturer. Manufacturer's analysis revealed a mechanical problem.

Manufacturer narrative:
Correction: initial MDR date MFR. Rec.: 2018-07-31. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller experienced an unexpected loss of power.